Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was deemed inoperable, following an unrelated surgical procedure. It was also , reported that the patient is unaware if the device was placed in surgery mode prior to the procedure. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the ipg was explanted and replaced. Therapy was restored post-operatively.